Manufacturer narrative:
H6: health effect impact code: f12. H6: component code: g03001. D8: was this device serviced by a third party? No. On (B)(6), 2021, the field service representative (fsr) injured his finger while cleaning the bellows pump. The fsr was on-site troubleshooting an overflow of the alkaline wash container on architect (B)(6). To address the issue, the fsr replaced the bulk solution valves. After the valves were replaced, the fsr observed that the cuvette wash bellows pump appeared dirty. The fsr removed the acrylic shield and proceeded to clean the bellows pump. The fsr stated that he was unaware that the instrument was still washing cuvettes which caused the bellows pump plunger to descend; pinching / injuring the fsr¿s finger while he was cleaning the bottom of the pump. The fsr was wearing ppe at the time of the incident ¿gloves, smock, and glasses¿. The fsr also indicated that he was not following any known procedure for cleaning the bellows pump. He was following ¿logic and experience¿ at the time. The fsr received treatment with antibiotics, anti-inflammatories, and wound protection. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 did not identify any trends for the issue associated with this ticket. A review of tracking and trending for the bellows pump did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information, regarding removal and replacement of the cuvette wash bellows pump. Including, but not limited to the prerequisite stating the processing module status must be stopped or offline. Additionally, the fsr is instructed to power off the analyzer before starting the procedure. The injury event was determined to be related to use error. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) was replacing the alk valves on the architect c8000 processing module and injured his right middle finger. After replacing the part, the fsr was cleaning and lubricating the cuvette washer. The nail bed on his right middle finger was injured with the pump plunger. No fracture was observed. The fsr received treatment with antibiotics, anti-inflammatories, and wound protection.